Event description:
It was reported that a request was sent for review of the data when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) programming based on episode review and double counting noted. Technical services (ts) reviewed the device data and noted some initial normal undersensing seen. Ts also discussed small amplitudes contributing to possibly t-wave oversensing. Ts noted that an inappropriate shock converted the patient back to a sinus rhythm. Ts discussed programming options as well as performing additional testing and the patient having to maintain an elevated heart rate for an extended period of time to induce a morphology change. Additional information noted that based on how the device was programmed and if therapy was desired for the type of rhythm treated the physician may want to consider lowering the conditional zone to 170 beats per minute. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that a request was sent for review of the data when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) programming based on episode review and double counting noted. Technical services (ts) reviewed the device data and noted some initial normal undersensing seen. Ts also discussed small amplitudes contributing to possibly t-wave oversensing. Ts noted that an inappropriate shock converted the patient back to a sinus rhythm. Ts discussed programming options as well as performing additional testing and the patient having to maintain an elevated heart rate for an extended period of time to induce a morphology change. Additional information noted that based on how the device was programmed and if therapy was desired for the type of rhythm treated the physician may want to consider lowering the conditional zone to 170 beats per minute. It was noted that no changes were made after consulting with the physician. The patient was symptomatic with tiredness, grogginess, and feeling unwell. It was noted that even though double counting occurred the shock appropriately reverted the ventricular tachycardia (vt) making the patient feel better. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that a request was sent for review of the data when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) programming based on episode review and double counting noted. Technical services (ts) reviewed the device data and noted some initial normal undersensing seen. Ts also discussed small amplitudes contributing to possibly t-wave oversensing. Ts noted that an inappropriate shock converted the patient back to a sinus rhythm. Ts discussed programming options as well as performing additional testing and the patient having to maintain an elevated heart rate for an extended period of time to induce a morphology change. Additional information noted that based on how the device was programmed and if therapy was desired for the type of rhythm treated the physician may want to consider lowering the conditional zone to 170 beats per minute. It was noted that no changes were made after consulting with the physician. The patient was symptomatic and even though double counting occurred the shock appropriately reverted the ventricular tachycardia (vt) making the patient feel better. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that a request was sent for review of the data when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) programming based on episode review and double counting noted. Technical services (ts) reviewed the device data and noted some initial normal undersensing seen. Ts also discussed small amplitudes contributing to possibly t-wave oversensing. Ts noted that an inappropriate shock converted the patient back to a sinus rhythm. Ts discussed programming options as well as performing additional testing and the patient having to maintain an elevated heart rate for an extended period of time to induce a morphology change. Additional information noted that based on how the device was programmed and if therapy was desired for the type of rhythm treated the physician may want to consider lowering the conditional zone to 170 beats per minute. It was noted that no changes were made after consulting with the physician. The patient was symptomatic with tiredness, grogginess, and feeling unwell. It was noted that even though double counting occurred the shock appropriately reverted the ventricular tachycardia (vt) making the patient feel better. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter section.